Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited noise oversensing on both the atrial and ventricular channels suspected to be due to external electromagnetic interference. No intervention was performed but the patient continued to be monitored. No patient consequences were reported.